Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer with resetting pump, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if any malfunction code occurred again, which customer acknowledged and understood.